Event description:
During a cystoscopy with right ureteroscopy, basket stone extraction, right retrograde pyelogram, and ureteral stent placement, the lithovue elite digital flexible ureteroscope malfunctioned. The light flashed on and off, and the scope failed to register or function. All other equipment functioned properly, confirming the issue was isolated to the ureteroscope. The device was deemed unusable.